Event description:
The user facility reported that the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no surgically significant delay.

Manufacturer narrative:
H3 other text : device not available

Event description:
The user facility reported that the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no surgically significant delay.